Event description:
After administering an injection to a patient, the employee engaged the safety device on the needle. The safety mechanism released unexpectedly. When the employee re-engaged the safety device, the needle bent. Employee was unaware the needle was bent and poke herself while disposing the needle in sharps container.